Event description:
It was reported that the guidewire fractured. A 185cm pt guidewire was selected for a percutaneous coronary intervention (pci). During the procedure, the wire became stuck in a stent strut and broke off. Additional intervention was required. There were no additional patient complications reported and the patient fully recovered. The procedure was successfully completed.

Event description:
It was reported that the guidewire fractured. A 185cm pt guidewire was selected for a percutaneous coronary intervention (pci). During the procedure, the wire became stuck in a stent strut and broke off. Additional intervention was required. There were no additional patient complications reported and the patient fully recovered. The procedure was successfully completed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with its original pouch batch 24064101, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matched with upn provided by the customer. A visual inspection was carried out. The guidewire returned together with its original opened pouch. The polymer jacket coating of the guidewire was carefully inspected a section of it was detached; the detached section was not returned. The damaged section was located approximately at 72.18 inches from the proximal end. No more visual damages were encountered. A microscopic inspection was carried out. The detailed pictures of the affected area were captured. A small section of the core wire protruded from the polymer jacket section. It was inspected according to procedure. The device was measured according to drawings.